Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had no symptoms and was treated with injections and pump. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer's current blood glucose value was 79 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) infusion set was last changed on (B)(6) 2017. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. There were no leaks and had small bubbles. Customer report customer does not allege pump was under delivering. Customer declined to check for possible site/insulin issues. Customer reports insulin exited. The product was not returned for analysis.